Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4), premarket submission # k020785, k021094, k220626.

Event description:
According to the event description: "on 02/02, the patient went to the emergency room, where a peripheral venous puncture was performed in the right arm (cubital fossa), and hospitalization in a ward unit was requested for investigation. On 05/02, after evaluation by the nursing team, grade iii phlebitis was observed, and an ultrasound examination was requested for assessment. The exam showed hyperechoic material completely filling the lumen of the vessel in this segment, as well as the presence of intraluminal tubular material approximately 5 mm in length (foreign body?). Conclusion: short-segment thrombophlebitis of the cephalic vein of the right arm. The team reports that the foreign body visualized possibly corresponds to a fragment of the catheter that remained inside the vessel."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Device history record (DHR): reviewed the device history record for batch number 25g17g8392 and there were no defect encountered during in process and final control product inspection. Evidence at disposal: no samples were returned, and no meaningful photos were provided for evaluation. Complaint description analysis: based on the complaint description, it appears that the catheter had broken and remained in the vein, leading to the development of phlebitis. However, the reported patient hazard/harm is indicated only as phlebitis. Enquiries were made regarding this issue, but no response has been received to date. Therefore, the investigation based on the available description. Besides, it was mentioned the presence of foreign body of approximately 5mm in length which possibly corresponds to a fragment of broken catheter. The phlebitis could be an effect due to broken catheter. Referring to instruction for use (IFU): as explained in the instruction for use (IFU), under precautions & warnings section: in the case of an unsuccessful IV catheter placement attempt, remove the needle first to activate safety mechanism, then remove catheter from patient and discard both. Never reinsert the needle inside the catheter once the needle has been partially or completely withdrawn as it may pierce and/or sever the catheter. Extreme care should be taken not to damage, pierce, cut or sever the catheter. Therefore, do not bend the catheter and/or needle during insertion, advancement, or removal of the needle. Do not use scissors or sharp instruments at or near the insertion site. Review on sterilization process: sterilization process for article no 4251628-04 with batch no 25g17g8392 reviewed and resulted as below: the sterilization process and its parameter report are conformed to the specification and as per iso 11135 standard. Introcan safety products met the iso 10993 biocompatibility requirement. Biological indicator report shows no growth as this ensures that the sterility assurance level of 10-6 is achieved as per validated process. Refer to the cycle report. Conclusion: as no sample was received, further evaluation was not possible to determine the actual cause. Complaint is not confirmed. This complaint has been added to the statistics for trend analysis. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.